Event description:
The customer reported via phone call that she had no delivery alarms during bolusing and priming. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer called in and stated that she is still having the same issue with the pump. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. There was no excessive no delivery alarm noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked display window.